Event description:
The reservoir clotted 25 mins in the case. The unit was changed out. No pt injury occurred as a result of this event. No further details or pt info is available. The unit is not available for evaluation.